Event description:
After 24-48 hours, the site of the cgm would itch uncontrollably. After 3 days the itching would increase to a point where anti-itch and other medicines would be necessary to keep it at bay. Four days up to the full 14 days would result in chemical burns or blister underneath the device. I tried a skin barrier but nothing has worked. It takes topical creams, medications, and band-aids to get the blood to stop and to start to heal. Heal process is a solid month, if not more. FDA safety report ID# (B)(4).